Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the disposable grasping forceps would not retract into its sheath. This occurred during a bronchial fibroscopy procedure. The procedure was completed with a back-up device. There were no reports of patient harm.